Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop recurrent lung and sinus infections. The patient was prescribed antibiotics, steroids, and bronchodilators in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop recurrent lung and sinus infections. The patient was prescribed antibiotics, steroids, and bronchodilators in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section g4 has been corrected in this report. Section h6 has been updated in this report.

Manufacturer narrative:
Additional information was received on nov 15, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop recurrent lung and sinus infections. The patient was prescribed antibiotics, steroids, and bronchodilators in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. During an investigation, the manufacturer observed an unknown dust contaminant on the top cover, inside iso (international organization for standardization) port, pca (printed circuit assembly), side panel, bottom enclosure, blower cap, blower, blower housing, right side assembly, and air inlet seal. The manufacturer observed black hairlike contaminant on the pca (printed circuit assembly), bottom enclosure, blower cap, blower, and blower housing. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the inside of iso (international organization for standardization) port, blower, and blower housing. The manufacturer also observed the blower grommet was not seated in the blower cap. Evidence of sound abatement foam degradation/breakdown was not observed the manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 5 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the devic and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.